Event description:
It was reported to boston scientific corp on nov 3, 2009 that an extractor rx retrieval balloon was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2009 on a (B)(6) female. According to the complainant, during the ercp procedure, the physician used the extractor balloon to remove a stone within the common bile duct. The physician then attempted a second sweep of the common bile duct with the balloon. At this time, the balloon popped. No part of the device detached and the entire device was removed from the pt. The procedure was completed with another extractor balloon of the same type. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
A visual examination of the returned device found no damage to the catheter shaft and that the balloon was torn circumferentially. Tearing of the balloon occurred inside the pt, as opposed to during the preparatory checks. Bursting of the balloon, while in the common duct, would result in some air being introduced into the biliary system. It is extremely unlikely that this introduction of air would lead to any pt injury. Air is routinely introduced into the biliary system during other procedures like exploration of the common duct, operative cholangiography, and ercp. Damage to the latex balloon occurred most likely from contact with a stone, which gives this complaint a probable root cause of operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).